Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with unknown antibiotics for the event (no further details). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.